Manufacturer narrative:
Title: dissection with ligasure impact¿ versus conventional resection in pylorus-preserving partial pancreatoduodenectomy (dissect): a single-institution randomized controlled trial source: langenbeck's archives of surgery. Https://doi.org/10.1007/s00423-020-01968-y. Online publication: 22 august 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between september 2009 and february 2012 to analyze 86 patients in a randomized controlled trial who underwent pylorus preserving partial pancreatoduodenectomy at a single-center. The ¿per protocol¿ group included 56 patients: ligasure (28) and conventional (28). Complications for all of the ligasure patients in both of the study arms include: bleeding (5 patients), delayed gastric emptying (4 patients), abscesses or fluid collection (6 patients), chyle leak (7 patients), wound infection (6 patients) and cholangitis (3 patients).